Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a biopsy during an electromagnetic navigation bronchoscopy procedure and post-operatively, the patient had a pneumothorax. The physician completed the case successfully and it was not discovered until the patient was in post-op. A repeat CT scan was done and the pneumothorax was resolved. The patient was discharged same day.